Manufacturer narrative:
(B)(4). Approximate age of device - 3 months. A correlation between the device and the reported infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was seen in clinic and was found to have redness and drainage coming from around the driveline site. The patient reportedly rode a roller coaster which may have caused trauma to the driveline exit site. The patient was treated with oral antibiotics and the infection showed signs improvement.